Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the delayed keypad response, which was experienced during evaluation. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, a delayed keypad response was observed. There was no patient involvement.